Event description:
A cartridge change error was reported with the customer's pump. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to inspect and clean various components of the pump but was unable to successfully load a new cartridge, even after following instructions. As the error persisted, the pump was scheduled for replacement, and the customer chose to use multiple daily injections as a backup therapy. The customer understood how to put the pump into storage mode and was instructed to return the faulty pump within ten days using a pre-paid label.